Event description:
It was reported that during preparation for percutaneous transluminal angioplasty (pta) balloon detachment occurred. The 99% stenosed lesion was located in the superficial femoral artery (sfa). The balloon of the small peripheral cutting balloon device came off during removal of the balloon protector due to severe resistance. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during preparation for percutaneous transluminal angioplasty (pta) balloon detachment occurred. The 99% stenosed lesion was located in the superficial femoral artery (sfa). The balloon of the small peripheral cutting balloon device came off during removal of the balloon protector due to severe resistance. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the balloon protector was returned with the balloon inside. The device was received in two sections as a result of a break in the shaft polymer extrusion proximal to the balloon. The distance from the break site to the rx port is 21.7cm. The outer lumen was detached at the proximal bond and the inner lumen was detached at the distal bond. The proximal and distal marker bands had moved distally on the inner lumen. The balloon was removed from the balloon protector with expected resistance as a vacuum could not be applied. A microscopic examination observed no further damage to the balloon or blades. All blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).